Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's spinal cord stimulator device quit working. It was also reported that the ipg had inability to establish connection. The patient underwent an ipg replacement procedure per physician's decision. The patient was reportedly doing well postoperatively.